Manufacturer narrative:
(B)(6) 2018 . The philip's field service engineer (fse) confirmed the reported touchscreen calibration issue. The fse performed a touchscreen calibration. Correct touchscreen detection was restored.

Event description:
The customer reported that the touch detection is "off" on the upper portion of the screen. There was no patient involvement. The event date was not specified; estimate used.